Event description:
It was reported that two months after implantation the right atrial (ra) lead was found to be dislodged. The lead will be repositioned or explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.